Event description:
Nurse attached the extension set to the IV catheter, then luer locked a pre-filled flush syringe to the needle-free valve on the extension set. Upon trying to inject the flush, the valve would not open and an new extension set was used. Four extension set failures have been reported at this time, including one where the the valve popped off the extension set and the nurse came in the room with the patient bleeding out of the open end of the extension set.